Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor fell off during wear and resulted in a medical event. The customer was unable to obtain a glucose scan and required medical treatment from a third party for the reported issue. No treatment details were reported as the customer refused to provide additional information. There was no report of death or permanent injury associated with this event.